Event description:
It was reported that during routine follow-up, the left ventricular lead exhibited high thresholds due to micro dislodgement. The device was reprogrammed and the lead remained implanted. The patients condition was good during and after the event.

Manufacturer narrative:
.